Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The field event of inability to interrogate the pacer was confirmed. The device was received without communication and output signal due to the device had reached normal end of life. Total projected longevity based on the nominal setting and is considered normal battery depletion. Analysis was normal. No anomalies were noted.